Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. An application support manger (asm) was at site and reported that doctor does use the wamr for his manifest refractions. They discussed physician adjustments per their clinical messaging. They also clarified the environment approved ranges for the idesign tx, as their information they had posted on a sticky note was incorrect. They also discussed keeping notes of anything that stood out during the treatments, such as taking longer to capture iris registration/tracker, using the amoils brush for extended times, environmental changes, etc. Asm sent a copy of outcomes analysis spreadsheet for outcomes tracking. Doctor felt this would be beneficial. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a patient was overcorrected by 1 diopter and up to 1 diopter of cylinder. Doctor only does photorefractive keratectomy (prk) and uses an amoils brush. He uses the brush for about one minute to remove the epithelial tissue on each eye. Doctor stated that no patients have lost any best corrected visual acuity (bcva). No patient information provided.

Manufacturer narrative:
Correction: h4: correction: in initial report, the manufacturer date provided was inadvertently reported as jul 30, 2005, however the correct date is mar 12, 1999. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.